Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, blood oozing was found, and the venous (blue) catheter head (luer adapter) was ruptured and cracked, which caused a leak. The catheter had been in place for 2 months. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Flushing was done. Tego was not utilized; there was no instrument used to loosen or tighten the device. Betadine was the cleaning agent(s) used on the device. The insertion site was treated prior to product placement. The extracorporeal circuit pipeline was the other product being utilized with the device. The cleaning agents were allowed to dry thoroughly prior to applying ointment(s) to the area. There was no intervention/treatment required as a result of the adapter issue. There was a slight blood loss, and blood transfusion was not required due to the event. The catheter was repaired using a repair kit by replacing the adapter as a remedial action. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the adapter. Overtightening the luer adapter can apply excessive stress, leading to cracks or breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, blood oozing was found, and the venous (blue) catheter head (luer adapter) was ruptured and cracked, which caused a leak. The catheter had been in place for 2 months. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Flushing was done with normal results. Tego was not utilized; there was no instrument used to loosen or tighten the device. There was no excessive force used on the device. Betadine was the cleaning agent(s) used on the device. The insertion site was treated prior to product placement. The extracorporeal circuit pipeline was the other product being utilized with the device. The cleaning agents were allowed to dry thoroughly prior to applying ointment(s) to the area. There was no intervention/treatment required as a result of the adapter issue. There was a slight blood loss, and blood transfusion was not required due to the event. The catheter was repaired using a repair kit by replacing the adapter as a remedial action. The treatment proceeded and was completed after the remedial action was done. There was no reported patient injury.